Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a CT scan, performed a few days after implantation, showed that the electrode array was located in the carotid canal. The patient was explanted of the device. Implantation on the contralateral side may be considered in the future.